Event description:
Customer reported, during an isolytes gravity infusion when the patient moves around a lot it causes tension on the tubing and the roller clamp loosens which causes a faster than intended infusion. The nurse moved the roller clamp to the different location on the set and the infusion continued at the intended rate. There was no report of harm to patient or medical intervention. No further patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: april 25, 2104. Internal file no: (B)(4). This report was filed by the manufacturer. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.